Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2020.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/3/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information have been performed and was received. Was there any other treatment provided (reoperation; reclosure; prescriptions; antibiotics prescribed) in addition to prescribed steroids? If so, please clarify only applying steroid ¿ please indicate any medical or surgical interventions performed. No, dermabond was used in the last process. ¿ please describe how was the adhesive was applied. As normal practice by using after surgery.. ¿ what prep was used prior to, during or after dermabond use? Cleaning the adhesive area with normal saline solution and follow with dermabond. ¿ was a dressing placed over the incision? If so, what type of cover dressing used? There is no dressing placed over the incision. ¿ patient pre-existing medical conditions (ie. Allergies, history of reactions) no, patient has allergies for first time. ¿ does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Information is not available ¿ current patient condition? The patient is better due to the steroid has been taken

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information have been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent was there any other treatment provided (reoperation; reclosure; prescriptions; antibiotics prescribed) in addition to prescribed steroids? If so, please clarify please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID; age or date of birth; bmi ; patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Current patient condition? To date the device has not been received. If the further details and or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a thyroidectomy on an unknown date in (B)(6) 2020 and topical skin adhesive was used. Approximately 2-3 days post operatively, the patient had symptoms like allergy/eczema: redness wound, itchy skin, red rash around wound. To treat the area steroid medication was applied. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/15/2020. H3 evaluation: the analysis results found that the ahv6 device was returned inside of the sterile packaging unopened. Upon visual inspection, the sample was observed to be conforming according to manufacturing specifications. A manufacturing record evaluation was performed for the finished device batch mhh570, ahv615 and no non-conformances were identified.